Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter.   Product return status: 3 devices were received.   Event confirmation status: 1 reported event was confirmed; the cause traced to component failure. 1 reported event was not confirmed. 1 device evaluation is still in progress. Evaluation results: 2 devices were found to be affected by compromised lubrication.   Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record.   Product return status 3 devices were received.   Event confirmation status 3 reported events were confirmed. Evaluation results 3 devices were found to be affected by broken down lubrication.